Event description:
The pt's prosthesis were implanted, and he dislocated it, revision surgery 06 to remove.

Manufacturer narrative:
The devices were returned and analyzed as part of the 522 study. This is late information received from the 522 study (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Cause of failure: clinical and mechanical data suggest a revision surgery due to technique failure, related to incorrect placement of the device. The device had been implanted for 2 weeks when dislocated. Report one of two for the same event, reference 1032347-2016-00244. Report did not receive a pass or fail third acknowledgement when submitted may 27, 2016; resubmitting report reference (B)(4).